Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products - unknown trilogy cup & unknown trilogy liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03397.

Event description:
It was reported by the patients legal counsel that the patient's left hip was revised approximately eight years post-implantation due to corrosion and metal junction. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was able to be confirmed via operative notes received. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products: 00630505036, xlpe liner, 60871594. The 00771300500, modular femoral stem, 60771620. The 00784802301, modular kinectiv neck, 60867802. Unk, unknown trilogy cup, unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06208, 0001822565 - 2017 - 03397, 0001822565 - 2017 - 03395.

Event description:
It was reported by the patients legal counsel that the patient's left hip was revised approximately eight years post-implantation due to trochanteric pain, pseudotumor type tissue, left hip trunnionosis, chronic abductor tendon tear, elevated cobalt/chrome levels associated with anterior fluid collection, leg length discrepancy, lack of mobility, disfigurement, scar tissue, and liner wear. The femoral head, femoral neck, and acetabular liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.